Event description:
Peritonitis occurred due to leak from the pinhole. The device was used of a child before the fistula was created. The user sutured stomach and abdominal wall to create fistula for gastrostomy. The leak was noted soon after the placement but the user infused nutrition and use the device for (B)(6) days. The user suspected that peritonitis will be occurred if the device was removed, because the stomach content runs into between stomach and abdominal wall. Without the device peritonitis occurred while th device was in use. The patient was put under treatment after removal procedure and another device was placed. The doctor noted that he did not follow IFU for device. Also, no pinhole was found during pretest.

Manufacturer narrative:
The complaint of peritonitis is inconclusive. When an attempt was made to inflate the internal balloon bolster, a spraying leak was observed emanating from the central area of the balloon. The leak site is only visible during the inflation of the balloon. No other leaks were observed emanating from the balloon. The complaint indicates the leak was "noted soon after placement". At this time the exact cause of the pinhole leak in the balloon materials is unknown. However, it is possible that the balloon was inadvertently nicked with a sharp instrument during device placement. Had the hole existed at the time prior to placement, the balloon wold not have secured the device as cited in the product instruction for use (IFU). "Gently pull the bard tri-funnel tube upwards until the balloon just meets the gastric mucosa. Apply slight traction to the bard tri-funnel tube while positioning the retention disc against the abdomen." The product IFU states " do not exceed the maximum recommended inflation volume as this may cause excessive pressure on the gastric mucosa and migration of the internal balloon into the peritoneal cavity which can result in serious consequences including peritonitis, sepsis and potentially death." Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complaint.